Manufacturer narrative:
The incident meets criteria for MDR reporting based on the basis of the reporting precedence established for this product family for needle non retraction regardless of the patient outcome. This complaint is related to an echo-19 device of lot # c1018198. 1 x echo-19 device of lot # c1018198 was returned to cook ireland for evaluation. This echo device was received with the needle advanced out the sheath of the device. The stylet was fully inserted in the device. A kink was visible below the sheath extender when the sheath extender was positioned at reference mark 0 as well as a bend at 9cm below the kink. The handle was dismantled and the needle was noted to be broken at 34cm from the proximal needle hub. This distal needle tip was examined under the microscope and it was confirmed to be fully intact. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It could also happen when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. Since the conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at (B)(6). A review of the manufacturing records for echo-19 devices of lot number c1018198 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, that accompanies this device advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. After the first pass when doctor took the sample, material was not sufficient then they tried to pull back the needle into the sheath to take another fna from the same patient. They found that needle is not coming back into the sheath.

Manufacturer narrative:
The incident meets criteria for MDR reporting based on the basis of the reporting precedence established for this product family for needle non retraction regardless of the patient outcome.

Event description:
After the first pass when doctor took the sample, material was not sufficient then they tried to pull back the needle into the sheath to take another fna from the same patient. They found that needle is not coming back into the sheath.